Manufacturer narrative:
Product event summary: the wrench was returned and analyzed. No anomalies were found.

Event description:
It was reported that, during the device replacement procedure, the physician placed the wrench into the setscrew and tightened it, but was unable to remove the wrench from the grommet of the implantable cardioverter defibrillator (ICD). Even with a fair amount of force the wrench would not come out. The nurse also attempted, but was also unable to remove. The device was not implanted and a different device and wrench were used without issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.